Event description:
On 23-aug-2025, the user reported elevated blood glucose (bg), showing ¿high¿ on the ilet and 426 mg/dl by fingerstick. During the call, it was discovered that the cartridge had not been fully inserted, and the adapter was not connected properly, preventing effective insulin delivery. No insulin leaks were observed. The agent guided the user through a full supply change with all new supplies, verified proper connection via photo, and informed the user that it could take 1¿2 hours to see the full effect. A follow-up confirmed bg had trended down and stabilized. The user's highest blood glucose (bg) recorded was 426 mg/dl. Bg was corrected with a supply change. Symptoms included feeling hot and sweaty. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.